Event description:
Right ruptured implant. A 53 yr old wg2p2 female status post bilateral sq mastectomies for fibrocystic disease (6-7 biopsies negative family history) with marked gel reconstruction 1/12/72-had infection with removal 5/18/72. Replaced 7/21/86 ruptured 12/31/86. Had replacement secondary to distortion. Pt complaining of right decreasing occasional pain bilateral positive systemic arthralgias/myalgias, fatigue, headaches. Mammogram '92 within normal limits exam positive bilaterally iii contracture right inframammary pole contracted. Surgery 1/7/94 positive right rupture marked cloudy and yellowing with grey patcehs in gel thin capsule marked histio.